Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer¿s blood glucose level was 530 mg/dl. A manual correction injection was administered to address elevated bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.